Manufacturer narrative:
H3: the actual sample was not available, however, a picture and video were provided for investigation. The visual inspection of the provided video showed the ultrafilter during priming where the leak was visible. The visual inspection of the provided pictures showed the product wet in one of the pictures. The reported condition was verified. Based on past investigations, the most likely failure is a crack in the housing near the welding zone. The cause is design related. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an untrafilter leaked. The ultrafilter had been used for eleven(11) days in an ak96 machine. The patient was not connected at the time of the event. Therefore, there was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.